Event description:
The husband of a (B)(6) female patient called zoll customer support to report that the patient was receiving frequent check therapy electrode messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an intermittent solder connection on the tab of connector j2 inside the front therapy electrode. The root cause for the intermittent solder connection was an assembly error. A corrective action has been initiated. No adverse event resulted from the intermittent solder connection. The patient received a replacement electrode belt.